Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell three of four. The home patient (hp) was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative explained the alarm to the hp, advised the hp to end therapy and to begin therapy again with all new supplies, and assisted the hp to end therapy. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A used patient sample was received for evaluation. Visual and functional inspections were performed with no issues noted. Functional testing performed included leak testing, clamp function test, clear passage test, and device to device interaction testing. Sample analysis determined that the product met specifications. As the lot number was unknown, a batch review was unable to be completed. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.